Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery and insulin pump turned off. Customer stated that gold part of cap was loosened. No harm requiring medical intervention was reported. The customer will replacing the device.